Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had intermittent no delivery alarms. The customer stated that the insulin pump had been dropped. Blood glucose level at the time of the incident was 100 mg/dl. During troubleshooting, the customer received an additional no delivery alarm. Customer stated that she was recently hospitalized due to a non-diabetes related mental issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.